Event description:
The reporter noted that during ankle fusion surgery using the qwix set, the inside of the quick couplers had some corrosion or contamination that caused a 10 minute delay in surgery as "the items had to be manually changed with a "chuck key" rather than quick coupling system device." There was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.